Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be due to a downstream blockage, kink in the fluid path, or a closed tubing clamp; if not, the dso sensor may not be operating as intended, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the pump exhibited a high pressure alarm. It was reported that everything had been checked with no problems noted. Per reporter the infusion was fluorouracil, the rate was 3, the residual volume was 44.9 and 93.1 was given. No adverse patient effects were reported. Per reporter no additional information is available.

Manufacturer narrative:
Other, other text: additional contact information: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.